Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed and it could not be determined if the device was manufactured within the bounding time period of the field action. Maude report number: mw5088442.

Event description:
It was reported that during an unknown procedure the surgeon believes he used one of the ethicon product codes: cdh21a, cdh25a, cdh29a, cdh33a, ecs21a, ecs25a, ecs29a, or ecs33a on his patient prior to the stapler being recalled. The patient had to return to surgery for a bowel resection.